Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that in the middle of a cardiac transesophageal echocardiography (tee) procedure, vertical lines were noted to be displayed on the ultrasound system. The sonographer withdrew the transducer and selected a different probe that was already connected to the ultrasound system. When the sonographer selected the new probe, the system froze and the ultrasound system was forced down, but not by request. It is unknown whether the tee was completed; however, it was reported that there was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was for a 4v1c causing an acquisition 10 error on sc2000 when scanning with z6ms transducer. The transducer was returned as a warranty return, and was scrapped without a completed investigation. Warranty return evaluation report found a connector crack on the transducer, which could be the probable cause of the acquisition 10 error. However, since the transducer was scrapped, a root cause could not be determined. Complaint reference #: (B)(4).